Manufacturer narrative:
(B)(4). Evaluation date: 2022/05/30. Evaluator: (B)(6). 1. No image, pae judgement: applicable, investigation: necessary, tier classification: tier2, universal failure code: (B)(4). 2. Front panel bad appearance. Pae judgement: not applicable, investigation: unnecessary, tier classification: tier3, universal failure code: (B)(4). Containment: not required because there is no fact or possibility indicating that the reported event might spread any further.

Event description:
Olympus was informed that the customer evis exera iii video system center ¿could not get picture on monitor after connecting scope¿. The problem was found during preparation for use. No death, injury or harm was reported.

Manufacturer narrative:
Correction: h6 (investigation findings): the code was changed from 140 (wear problem) to 4203 as shown above. H10: the device evaluation entry for h10 in the initial report has been summarized into the device evaluation written below. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was returned to olympus service center for device evaluation. The customer¿s reported device problem (no image) was not confirmed. The image functioned appropriately. The evaluation also revealed that the ¿caution warning¿ label on the front panel was illegible due to wear. A review of the device history record (DHR) found no deviations that could have caused or contributed to the image failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a faulty video connector. The investigation was unable to determine the cause of the fault. Olympus will continue to monitor field performance for this device.